Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during fill tubing on a new cartridge, after delivering approximately 40 units, no drops appeared in the tubing; upon removal, insulin was observed leaking from the cartridge, consistent with a device problem involving leakage and implicating the reservoir component, and replacement supplies and education were provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a component failure of the reservoir leading to leakage. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.